Manufacturer narrative:
The CT system operator manual provides clear warnings to the user to always fix and observe the patients positioning during system movements to avoid injury. This event occurred in (B)(6).

Event description:
It was reported to siemens that during an examination on the somatom definition as system, a patient suffered an injury to the left finger. The patients finger was caught in the gap between the table top and the top support during table movements. The skin on the patients finger was torn and required eight stitches.